Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in a right coronary artery. A taxus liberte' atom drug eluting stent was advanced to the lesion and deployed. When the physician went to remove the delivery device some "stickiness" was noted. The stent delivery system was successfully removed. No patient injuries or complications occurred. Patient status is listed as "okay." Additional information has been requested, but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).